Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) states the end user is her brother and has a compressor no model or serial number and the unit is over 5 years and has no output.